Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia while using the insulin pump, with reported blood glucose values up to 454 mg/dl and prolonged elevation outside of target despite tubing and infusion site changes, and subsequent temporary disconnection with manual insulin injections. Symptoms included elevated blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included user-performed troubleshooting, manual correction dosing, and continued monitoring without medical intervention or hospitalization. Investigation included guided checks for occlusion or leakage at the connector, site, and along the tubing, a full supply and site change, and verification of trend using a cgm and fingerstick. Investigation of this case revealed no observed leakage or hardware malfunction during troubleshooting, and glucose began trending downward after manual dosing and site management, so the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.